Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "getting weaker and tired." The patient also stated that their "leads are not effective and they cannot check the device." Follow up requests were made to they physician to confirmed or deny the allegations but were unsucessful. The right atrial (ra) lead, right ventricular (rv) lead, and implantable pulse generator (ipg) remain in use.